Event description:
A 26mm x 15mm diameter x 16.5cm diameter aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 1999. It is reported the stent graft was implanted successfully and without complications or endoleak. It was reported that the stent graft legs were crossed. The proximal aortic neck had a good seal. However, a leak was detected during an aortogram in june 2001. The leak appeared around the gate area near the contralateral leg. In order to exclude the retro-leaks, a coil was implanted to embolize the left external iliac. At the same time, a wall graft (12mm diameter x 5cm length) was placed across the hypogastric bifurcation. It was reported that a previous aortogram suggested that the lumbar arteries were providing an antegrade flow; therefore, they were not embolized and were thought not to be the source of the leak. However, the aneurysm diameter remained unchanged at 6.4cm as compared to the original 6.2cm. It was reported that the medical record stated, "two lumbar arteries were seen to communicate with the aneurysm." It was reported that the stent grafts were explanted in 2001. During the cut down of the aneurysm, fresh blood and thrombosis were found inside the sac although the surgeon stated he did not know where they came from. Due to bleeding, the surgeon was unable to take time to observe where the endoleak origin may have been. The lumbar arteries were ligated due to back bleeding. The proximal neck of the device appeared secure in the aorta, but was easily pulled out. The iliac legs were slightly difficult to pull out during the explant. After removing the aneurx stent graft, a hemashield gold vascular graft (knitted double velour) was implanted. Explant observations revealed that the explant had two broken stent struts of ring 2 located on each side of the flow divider. The explant showed a slight bend at the neck. The neck had limited tissue incorporation, but the iliac legs had substantial tissue incorporation at the distal ends. The surgeon noted that he was able to see the imprints of the stent struts on the tissue surface. Receipt of the explanted graft is pending investigation by medtronic ave. No additional clinical sequelae were reported.

Event description:
Explaint investigation and analysis concluded that a persistent type ii endoleak, noted at 16 months on radiographic studies and observed at the explant procedure was the likely cause for the aneurysm enlargement. It is not likely that the stent strut fractures or the broken sutures contributed to this pt's outcome.